Event description:
Additional information received per the medical records indicate that prior to the index procedure the patient was admitted through the emergency department with complaints of left lower extremity pain for one week. An examination of the patient was positive for a left lower extremity deep vein thrombosis (dvt). The patient¿s prior medical history was documented as deep vein thrombosis, osteoarthritis, hypertension, hyperlipidemia, gastrointestinal stromal tumor, insomnia, anxiety and depression. Surgical history was recorded as a colon resection, heart catheterization, left knee surgery, cesarean section, tubal ligation, rotator cuff repair and arthroscopic knee surgery. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The following day, a computed tomography scan of the abdomen was performed. The results noted calcified gall stones present, the common bile duct was distended, the abdominal aorta was calcified, a left peri-pelvic renal cyst and small right renal cyst were present. The impression of the scan noted cholelithiasis. Three days after the index procedure, an echocardiogram was performed for complaints of chest pain. The results noted a normal ejection fraction with diastolic dysfunction. On the same day a dual isotope stress test was performed, the report noted no electrocardiogram (EKG) changes, normal wall motion and ejection fraction, normal perfusion without ischemia or infarct. Four years, eight months and one week after the index procedure, the patient presented to the emergency room with complaints of chest pain and associated dyspnea for one week. The patient was diagnosed with a panic attack and discharged home the following day. Two days later, a computed tomography (CT) of the abdomen was performed, the impression noted thrombotic occlusion of the inferior vena cava (ivc) involving the ivc filter and bilateral iliofemoral venous thrombosis. The following day the patient underwent bilateral ekos system placement with installation of thrombolytics via ekos catheters bilaterally. The next day the patient underwent angiography for evaluation of the previous days treatment. The results noted improved flow with residual clot, therefore pronto catheter thrombectomy was performed to the left iliofemoral system and the ivc. This resulted in significant improvement in clot burden. An angioplasty was then performed. After these maneuvers there was significant improvement of flow into the ivc and the ivc showed minimal clot. The day after the catheter thrombectomy, the procedure was repeated, and the findings were noted as bilateral dvt of the bilateral common femoral veins.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). The patient also reports post-thrombotic syndrome, thrombosis, embolism, pain, stress and anxiety. Additional information contained in the medical records indicated that prior to the index procedure the patient was admitted through the emergency department with complaints of left lower extremity pain for one week. An examination of the patient was positive for a left lower extremity deep vein thrombosis (dvt). The patient¿s prior medical history was documented as deep vein thrombosis, osteoarthritis, hypertension, hyperlipidemia, gastrointestinal stromal tumor, insomnia, anxiety and depression. Surgical history was recorded as a colon resection, heart catheterization, left knee surgery, cesarean section, tubal ligation, rotator cuff repair and arthroscopic knee surgery. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The following day, a computed tomography scan of the abdomen was performed. The results noted calcified gall stones present, the common bile duct was distended, the abdominal aorta was calcified, a left peri-pelvic renal cyst and small right renal cyst were present. The impression of the scan noted cholelithiasis. Three days after the index procedure, an echocardiogram was performed for complaints of chest pain. The results noted a normal ejection fraction with diastolic dysfunction. On the same day a dual isotope stress test was performed, the report noted no electrocardiogram (EKG) changes, normal wall motion and ejection fraction, normal perfusion without ischemia or infarct. Four years, eight months and one week after the index procedure, the patient presented to the emergency room with complaints of chest pain and associated dyspnea for one week. The patient was diagnosed with a panic attack and discharged home the following day. Two days later, a computed tomography (CT) of the abdomen was performed, the impression noted thrombotic occlusion of the inferior vena cava (ivc) involving the ivc filter and bilateral iliofemoral venous thrombosis. The following day the patient underwent bilateral ekos system placement with installation of thrombolytics via ekos catheters bilaterally. The next day the patient underwent angiography for evaluation of the previous days¿ treatment. The results noted improved flow with residual clot, therefore pronto catheter thrombectomy was performed to the left iliofemoral system and the ivc. This resulted in significant improvement in clot burden. An angioplasty was then performed. After these maneuvers there was significant improvement of flow into the ivc and the ivc showed minimal clot. The day after the catheter thrombectomy, the procedure was repeated, and the findings were noted as bilateral dvt of the bilateral common femoral veins. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Clotting, deep vein thrombosis, embolism and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films of post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). The patient also reports post-thrombotic syndrome, thrombosis, embolism, pain, stress and anxiety. According to the information provided the patient began to experience pain and swelling after undergoing knee surgery and was diagnosed with deep vein thrombosis. The filter was successfully deployed without any reported complications. Four years and eight months after the index procedure a computed tomography scan showed indications of thrombosis in one or more of the patient¿s veins secondary to and involving the filter, including thrombotic occlusion of the inferior vena cava. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Clotting, deep vein thrombosis, embolism and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films of post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: paralegal, litigation. Additional information received per the legal interrogatories state that the patient stopped smoking six months before the index procedure. One month prior to the index procedure the patient underwent knee surgery. Thereafter, the patient began to experience pain and swelling in her lower left extremity and was diagnosed with deep vein thrombosis. Subsequently, the patient was implanted with the inferior vena cava filter. Four years and eight months after the index procedure a computed tomography (CT) scan showed indications of thrombosis in one or more of the patient¿s veins secondary to and involving the filter, including thrombotic occlusion of the inferior vena cava. The form states that the filter cannot safely be removed; however, there was no documentation of an attempt to remove the device. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: as reported, a patient underwent placement of a trapease vena cava filter. The patient is reported to have a history of deep vein thrombosis (dvt), osteoarthritis, hypertension, degenerative joint disease, hyperparathyroidism, thrombophlebitis, hyperlipidemia, gastrointestinal stromal tumor, gastroesophageal reflux disease, insomnia, anxiety, depression, obesity, fatigue, memory problems, irritability and heart palpitations and previous smoking. The patient also had a surgical history that included colon resection, heart catheterization, left knee surgery, cesarean section, tubal ligation, rotator cuff repair and arthroscopic knee surgery. The patient also had a recent history of knee surgery. The patient presented to hospital with left lower extremity dvt. The filter was successfully implanted via the right common femoral vein and deployed below the renal veins without complication. Approximately three years after the index procedure the patient underwent a parathyroidectomy with nuclear mapping for persistent primary hyperparathyroidism. Approximately four years and eight months after the implantation, the patient underwent a computerized tomography (CT) scan that was suggestive for thrombosis of the left lower leg veins including thrombotic occlusion of the inferior vena cava (ivc). The patient was treated with mechanical thrombolysis. Approximately six years and seven months after the implantation, the patient was noted to have bilateral leg edema, residual chronic dvt of the bilateral ilio-femoral veins, post-thrombotic syndrome with inflammation, dyspnea on exertion and essential hypertension. At some point after the implant, the patient experienced post-thrombotic syndrome, thrombosis, blood clots, clotting and/or occlusion of the ivc, recurrent dvt, embolism and pain. The patient indicated that the filter was irretrievable; though attempts to retrieve it were not documented. The patient further reported requiring long-term anticoagulation therapy and had experienced pain, mental anguish, emotional distress, anxiety, panic attacks and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis, embolism and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and dyspnea experienced by the patient could not be confirmed and the exact cause could not be determined. These events do not represent evidence of a device malfunction. The anxiety and panic attack experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The patient has a medical history of hypertension, degenerative joint disease, hyperlipidemia, normal cardiac catheterization, hyperparathryroidism, post-thrombotic (postphlebitic) syndrome and gastroesophageal reflux disease (gerd). Approximately one year, eight months and two weeks after the index procedure, a parathyroid biopsy revealed adenoma and goiter, and reoccurrence of the parathyroid tumor. Four years, eight months and one week after the index procedure, the patient presented to the emergency room with complaints of left lower leg pain. A computed tomography (CT) scan confirmed the inferior vena cava (ivc) filter was completely occluded. Mechanical thrombolysis was performed. Approximately four years and ten months after the index procedure, a bilateral leg ultrasound revealed partial chronic thrombosis and decreased flow in common femoral veins bilaterally. There was no evidence of other deep vein thrombosis. Approximately four years and eleven months after the index procedure, an arterial bilateral lower extremity ultrasound revealed mild peripheral vascular disease. An echocardiogram revealed normal left ventricular size, borderline concentric left ventricular hypertrophy, mild diastolic function, and mild mitral valve regurgitation. Approximately six years and seven months after the index procedure a doctor¿s visit noted bilateral leg edema, residual chronic deep vein thrombosis (dvt) in bilateral ilio-femoral veins, post-thrombotic (postphlebitic) syndrome with inflammation, dyspnea on exertion and essential hypertension. The results of bilateral lower extremity venous duplex ultrasound scans done approximately six years, seven months and two weeks after the index procedure revealed no evidence of lower extremity deep vein thrombosis (dvt). A bilateral arterial duplex ultrasound revealed mild bilateral peripheral vascular disease.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, g4, g7, h1 and h2. Continuation of section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt), osteoarthritis, hypertension, degenerative joint disease, hyperparathyroidism, thrombophlebitis, hyperlipidemia, gastrointestinal stromal tumor, gastroesophageal reflux disease, insomnia, anxiety, depression and previous smoking. The patient also had a surgical history that included colon resection, heart catheterization, left knee surgery, cesarean section, tubal ligation, rotator cuff repair and arthroscopic knee surgery. The patient also had a recent history of knee surgery. The patient presented to hospital with left lower extremity dvt. The filter was successfully implanted via the right common femoral vein and deployed below the renal veins without complication. Approximately four years and eight months after the implantation, the patient underwent a computerized tomography (CT) scan that was suggestive for thrombosis of the left lower leg veins including thrombotic occlusion of the inferior vena cava (ivc). The patient was treated with mechanical thrombolysis. Approximately six years and seven months after the implantation, the patient was noted to have bilateral leg edema, residual chronic dvt of the bilateral ilio-femoral veins, post-thrombotic syndrome with inflammation, dyspnea on exertion and essential hypertension. At some point after the implantation, the patient experienced post-thrombotic syndrome, thrombosis, blood clots, clotting and/or occlusion of the ivc, recurrent dvt, embolism and pain. The patient indicated that the filter was irretrievable; though attempts to retrieve it were not documented. The patient further reported requiring long-term anticoagulation therapy and had experienced pain, mental anguish, emotional distress, anxiety, panic attacks and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis, embolism and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and dyspnea experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. The anxiety and panic attack experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Additional information received per the medical records indicate that the patient has a history of obesity, fatigue, memory problem, irritability and heart palpitations. Approximately three years after the index procedure the patient underwent a parathyroidectomy with nuclear mapping for persistent primary hyperparathyroidism. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, g4, g7, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). The patient also reports post-thrombotic syndrome, thrombosis, embolism, pain, stress and anxiety. Additional information contained in the medical records indicated that prior to the index procedure the patient was admitted through the emergency department with complaints of left lower extremity pain for one week. An examination of the patient was positive for a left lower extremity deep vein thrombosis (dvt). The patient¿s prior medical history was documented as deep vein thrombosis, osteoarthritis, hypertension, hyperlipidemia, gastrointestinal stromal tumor, insomnia, anxiety and depression. Surgical history was recorded as a colon resection, heart catheterization, left knee surgery, cesarean section, tubal ligation, rotator cuff repair and arthroscopic knee surgery. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. Three days after the index procedure, an echocardiogram was performed for complaints of chest pain. The results noted a normal ejection fraction with diastolic dysfunction. On the same day a dual isotope stress test was performed, the report noted no electrocardiogram (EKG) changes, normal wall motion and ejection fraction, normal perfusion without ischemia or infarct. Two months after the index procedure the patient underwent a venous ultrasound of the left leg for complaints of pain. The scan was normal with no evidence of deep vein thrombosis. Four years, eight months and one week after the index procedure, the patient presented to the emergency room with complaints of chest pain and associated dyspnea for one week. The patient was diagnosed with a panic attack and discharged home the following day. Two days later, a computed tomography (CT) of the abdomen was performed, the impression noted thrombotic occlusion of the inferior vena cava (ivc) involving the ivc filter and bilateral iliofemoral venous thrombosis. The following day the patient underwent bilateral ekos system placement with installation of thrombolytics via ekos catheters bilaterally. The next day the patient underwent angiography for evaluation of the previous days¿ treatment. The results noted improved flow with residual clot, therefore pronto catheter thrombectomy was performed to the left iliofemoral system and the ivc. This resulted in significant improvement in clot burden. An angioplasty was then performed. After these maneuvers there was significant improvement of flow into the ivc and the ivc showed minimal clot. The day after the catheter thrombectomy, the procedure was repeated, and the findings were noted as bilateral dvt of the bilateral common femoral veins. Eight years and nine months after the index procedure the patient underwent a computed tomography (CT) scan of the abdomen to evaluate the ivc filter. The filter appeared intact. There was strut migration of the mid aspect of the struts beyond the wall of the ivc, anteriorly, posteriorly, medially and laterally. The greatest strut migration from the vena cava wall occurs laterally at 2 mm and posteriorly at 1.5 mm. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Clotting, deep vein thrombosis, embolism and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films of post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without imaging available for review the events could not be confirmed. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
(B)(4) years and (B)(4) months after the index procedure a dual-energy x-ray absorptiometry (dexa) scan was performed to evaluate bone density. The scan was considered normal with no risk for fracture. A bilateral mammogram was performed on the same date, results were a stable mammogram with no evidence for malignancy.

Manufacturer narrative:
Section b5: additional information received per the medical records state that prior to filter placement the patient underwent multiple computed tomography (CT) scans of the abdomen for general pain and the patient's history of colon cancer. Two months after the index procedure the patient underwent a venous ultrasound of the left leg for complaints of pain. The scan was normal with no evidence of deep vein thrombosis. Three years after the index procedure the patient visited the emergency room (ER) for chest pain. Six years and three months after the index procedure and again seven years and nine months after the index procedure, the patient underwent vaginal ultrasounds for post-menopausal bleeding. Results of the imaging indicated a probable small uterine fibroid. The second ultrasound also noted thickening of the uterus. Eight years and nine months after the index procedure the patient underwent a computed tomography (CT) scan of the abdomen to evaluate the optease inferior vena cava (ivc) filter. The filter appeared intact. There was strut migration of the mid aspect of the struts beyond the wall of the ivc, anteriorly, posteriorly, medially and laterally. The greatest strut migration from the vena cava wall occurs laterally at 2 mm and posteriorly at 1.5 mm. Nine years and eight months after the index procedure the patient underwent a magnetic resonance imaging (MRI) scan of the neck for follow up of a parathyroid adenoma. The results showed no masses or dominant lesions in the area of expected parathyroid tissue. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to common device name (product code).

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient is on lifetime anticoagulation, had post-thrombotic syndrome, thrombosis, embolism and pain. The patient also reports to suffer emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of thrombus. The filter was successfully deployed without any reported complications. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting, deep vein thrombosis, embolism and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films of post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00348 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the inferio vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient is on lifetime anticoagulation, had post-thrombotic syndrome, thrombosis, embolism and pain. The patient also reports to suffer emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of thrombus. The filter was successfully deployed without any reported complications.